Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose over 600mg/dl with large ketones, and vomiting, associated with air bubbles filling the cartridge. Reportedly, the patient remained on the insulin pump, required 3rd party assistance and was treated in the hospital for diabetic ketoacidosis with intravenous fluids and insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that there were air bubbles in the cartridge and the insulin was not kept at room temperature. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump as a result of use error.

Manufacturer narrative:
The cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all cartridge force measurements within required specifications.